Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient programmer antenna cord was damaged. It was reported that the cat chewed the patient programmer antenna. It was reported that the recharger bag wouldn't close completely because the zipper is broken. The patient reported that whenever they turn the recharger on, they would see the 'call your dr.' Message. The patient reported that they had a por message when they try to turn the stimulation on. No patient complications have been reported because of this event.